Event description:
When attempting to deploy this stent, the physician had difficulty with the rotating dial and the sliding lever. When force was applied and the stent was deployed a "crunching" sound was heard. The stent jumped from the delivery system in a slightly inaccurate position in the external iliac artery (side unk). The pt is a female. The characteristics of the vessel are unk. After the stent was deployed, the procedure was completed. There was no reported injury to the pt. Please note that multiple attempts to acquire add'l pt and procedural info have been made and have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.